Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the catheter broke one time and she had to wear a patch with it. The event occurred probably a year prior to the time of the report. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a healthcare professional (hcp) who reported that the date of the disconnection was unknown. A revision was performed on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that the patient had a ¿pump¿ disconnection and didn't get any medication for a year. The patient had symptoms of withdrawal and weird smells. No further complications were reported.